Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and found a damaged pressure sensor and communication cable. The se replaced the exhalation sensor power control board assembly (pcba) and the exhalation module cable. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, upon connecting a patient to a 980 ventilator, the ventilator generated an alarm and it did not ¿start to ventilate¿. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.